Manufacturer narrative:
Titan pump, cylinders 1 and 2, reservoir, and detached inlet tubing with connector were received for evaluation. Abrasion was noted on all tubes of the pump. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. No functional abnormalities were noted with the pump. A separation was noted in the exhaust tube of cylinder 2 near the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tube of cylinder2. No functional abnormalities were noted with cylinder 1. A separation was noted in the inlet tube of the reservoir near the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the inlet tube or connector. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 near the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A separation was also noted on the reservoir inlet tube at the tube/strain relief junction. This separation could allow the loss of fluid, however, quality cannot confirm when that separation may have occurred as a portion of the inlet tube was not returned for examination.

Event description:
As reported to coloplast, though not verified, fluid loss right cylinder tubing. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.